Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Confirmed 354.6770 error at power on. Unit is missing latch and handle. Removed case and connected oscilloscope to pin 7 pressure_disc_sensor on the logic board. Observed 0 volts out on pin 7 during power on self-test (post). A pressure disk was installed to maintain pressure board voltage supply after post. Used a jumper attached to pin 7 of j14 on the logic board to bridge to the crimp connector on pin 8 of the pressure board while observing the oscilloscope signal. The signal increased to the expected 500 mv level when the jumper was connected and dropped to 0 volts when the jumper was removed. Used the same jumper to bridge between the crimp connectors at logic pin 7 and pressure board pin 8 with the same effects on the signal amplitude. This confirms that the harness is open between the crimp connector and the wire. Touched the wire and observed that the voltage level at pin 7 on the logic board increased and decreased when the wire moved. The pressure board harness was removed and retained by the ops lab. Syringe to be returned to service for harness replacement and completion via the normal process. (B)(4).